Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the lcsc5 began emitting a solid tone during the case. The cst switched out to the test piece and produced normal tones. Replaced the lcsc5 with a new one and it worked fine. Another instrument was used to complete the case. There was no consequence to the pt.